Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient's pump was used to deliver lioresal. The patient had unspecified ongoing symptoms. At a refill visit, the pump was full and should have been almost empty. The hcp withdrew 15 cc of orange colored fluid. No device troubleshooting was done, but a pump and/or catheter malfunction were suspected. Per the mother's request, the patient's pump and catheter were explanted. The patient recovered without sequela. See manufacturer's report #2182207200704345.